Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there was a foreign object when tried to inject bubby sumo solution from a vial to a syringe. Control number for this complaint (B)(4).

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received. It was reported that there was a foreign object when tried to inject bubby sumo solution from a vial to a syringe. Control number for this complaint (B)(4).

Manufacturer narrative:
Pr (B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 305211, lot numbers 2228453 and 2341532. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Additional information received. The correct lot numbers are reported from the customer as below lot 2228453, 2341532.